Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device's system board and display board was replaced to address the issue.